Event description:
It was reported that the patient found needle had not deployed as intended, indicating a needle mechanism failure.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.0. Smartphone hardware: iphone11.8. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed; however, the soft cannula could not be seen in the bottom housing window. Once the housing was removed, it was observed that the exposed soft cannula was torn, measuring under specification. The investigation could not determine the cause or timing of the damage to the soft cannula. The download data shows the pod delivered 55 pulses and was deactivated by the user at the end of second prime. No abnormalities were seen in the data. The investigation found no damages or deficiencies that would contribute to the needle failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle deployed. The cause of the reported needle failing to deploy could not be determined.